Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#:(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7; -11.50 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced excessive vaulting; significant reduction of irido-corneal angles; angle closure with elevated intraocular pressure; and on (B)(6) 2021 the lens was explanted. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#:(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7; -11.50 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced excessive vaulting; significant reduction of irido-corneal angles; angle closure with elevated intraocular pressure; and on (B)(6) 2021 the lens was explanted. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Additional information: h3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic stretched out. Dimensional inspection found the lens to be within specification. Claim# (B)(4).